Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2023, the patient's mother reported that her child's infusion set leaked at the site. Therefore, the infusion set had been used for 5 days. No further information available.